Event description:
It was reported that the video processor had error e226. The issue was found during a setting up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reproducibility of the phenomenon is unknown. There is no record of device inspection, and the reproducibility of the phenomenon is unknown. We were unable to identify the cause based on this complaint and the information obtained from the investigation results. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.